Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 17 years, 8 months post implant of mesh ¿ composix, patient was diagnosed with bowel perforation, infection, fistula, hernia recurrence, adhesions and fibrosis thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list infection, fistula, hernia recurrence and adhesion as a possible complication. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the mesh ¿ composix (device #1). An additional supplemental emdr's were submitted to represent the ventrio st (device #2 & #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6)1998 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with composix mesh (device #1). Per operative notes, ¿the fascial hernia defects were repaired with a piece of composix mesh (device #1) and secured using sutures.¿ (B)(6)1999 - patient was diagnosed with recurrent ventral hernia thereby underwent repair. Per operative notes, ¿excised old scar tissue and freed the hernias surrounded the mesh (device #1). The largest hernia noted in right upper quadrant portion of mesh and bowel adherent to undersurface of mesh. There was bowel obstruction was secondary to hernia. The defects were repair with two synthetic meshes and secured using sutures.¿ (B)(6)2002 - patient was diagnosed with small bowel obstruction thereby underwent exploratory laparotomy with resection of some mesh (device #1). Per operative notes, ¿small bowel was densely adherent to a layer of underlying mesh appeared to be the point of obstruction. Resected them and as well as some of mesh (device #1) on right lateral portion.¿ (B)(6)2012 - patient was diagnosed with multiple recurrent incarcerated ventral hernias thereby underwent open repair with implant of ventrio st meshes (device #2 & #3). Per operative notes, ¿there were extensive amounts of large and small bowel herniated into multiple defects and adherent to previously placed mesh (device #1). Adhesions were lysed and hernia sacs were separated by a bridge of fascia without excising the mesh completely. Component separation was done, a preformed ventrio st mesh (device #2) was placed under this and tacked. The upper abdominal hernia was then repaired with a piece of dual ventrio st mesh (device #3) which placed into abdominal cavity and tacked.¿ (B)(6)2016 - patient was diagnosed with infected abdominal wall mesh secondary to small bowel fistula thereby underwent repair with mesh removal. Per operative notes, ¿there were two layers of mesh that had to be cut through. Entered a pocket of pus near umbilicus. There was hole in small bowel that was adherent to mesh, and they were lysed along with fistula. The mesh (device #1, #2 & #3) was then excised off.¿ attorney alleges that the patient had abscess, adhesions, bowel perforation, bowel removal, fistula, mesh migration, pain, infected mesh and hole in small bowel adherent to mesh.